Event description:
Caller reported multiple intermittent occlusion events. Reportedly, the customer was not properly removing residual air from the cartridge and was using cold insulin. The customer was educated on the proper load techniques. The customer's blood glucose level read "high," though specific values were not provided. Customer did not require third-party assistance and addressed the high bg level by administering a correction bolus via the pump. Customer resolved the issue by changing the infusion set and cartridge and resuming insulin.